Event description:
Patient undergoing total laparoscopic hysterectomy. Disposable product enseal ptc was being used during the case when the doctor observed that a portion of the jaw on the device was broken off. The doctor retreived the piece that had broken off. Nothing was retained in the patient.

Event description:
Patient undergoing total laparoscopic hysterectomy. Disposable product enseal ptc was being used during the case when the doctor observed that a portion of the jaw on the device was broken off. The doctor retreived the piece that had broken off. Nothing was retained in the patient.